Event description:
A consumer reported seeing patterns of squares/grids when the light was dim on a light background following intraocular lens (iol) implant surgery over two years ago. In a follow-up, the surgeon reported the outcome of the event as "excellent" and that in his opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 02/16/2009 and 02/18/2009 by phone, fax, and mail. A completed questionnaire was received on 02/24/2009. This report was mailed to FDA on: 03/13/2009.